Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A suture break can be caused by a number of factors including, but not limited to too much tension applied, or the suture becoming nicked. Ultimately, the return of the proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing. A sampling of finished devices is also tested to verify the functionality of the device. A review of the device history record did not reveal any manufacturing related nonconforming material records associated with this lot. A definitive cause for the reported experience cannot be determined. The second proglide is being reported under a separate medwatch report number.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of a mildly calcified left common femoral artery after an interventional procedure. Reportedly, while advancing the knot, the suture was pulled and broke. The guide wire was still in and a second proglide was attempted. All the deployment steps were completed, the knot advanced and placed, however moderate bleeding was still observed. An 8fr sheath was placed and following that manual compression was applied to achieve hemostasis. There was no patient sequela. Though requested, no additional information was provided.